Manufacturer narrative:
(B)(4). Both the customer and a philips fse evaluated the device and verified the failure. The issue was diagnosed as an ac power supply failure. The ac power supply was replaced to resolve the issue. The device passed testing and remained at the customer site.

Event description:
The customer reported the battery was not able to be charged. There was no report of patient involvement.